Manufacturer narrative:
Concomitant product(s): dtma1d1 crt-d, implanted: (B)(6) 2018. A 4968-35 lead, implanted: (B)(6) 2018. A 4968-35 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing on the right atrial (ra) lead during atrial tachycardia/atrial fibrillation (at/af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.